Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be a misaligned membrane tail. Upon receipt, the device could not be powered on via the on/off button and the green status indicator flashed throughout, as per the reported fault. Visual inspection revealed the membrane tail was not correctly aligned. The faults could not be replicated after correctly reinstalling the membrane, this would confirm the reported failure had been due to the misalignment of the membrane tail. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.